Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed.   The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date: monitor: 03/01/2012. Electrode belt: 12/21/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020, while wearing the lifevest. The patient was at an inpatient hospital and was made a dnr.   It was also reported that the patient experienced an appropriate treatment event consisting of one shock. At 13:17:31 on (B)(6) 2020 the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf) with tactile/motion artifact and the post shock rhythm was ventricular tachycardia (vt) at 150 bpm degrading to vf with tactile/motion artifact. The patient then entered a non-treatable rhythm at 13:18:03. The patient was in vf with motion artifact degrading to asystole at 13:26:00 and the electrode belt was disconnected at 13:27:02. The patient was unconscious at the time of the treatment and made a dnr. The response buttons not were pressed during the event. The patient passed on (B)(6) 2020.   Reporting out of the abundance of caution due to patient remaining in a vt rhythm and degrading to vf after the treatment and subsequently going into asystole.